Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed sodium (na) result obtained on a dimension® exl¿ with lm integrated chemistry system. Siemens is investigating the event.

Event description:
A discordant falsely depressed sodium (na) patient sample result was obtained on a dimension® exl¿ with lm integrated chemistry system. The falsely depressed patient result was reported to the physician and was questioned. The same sample was reprocessed on the original dimension® exl¿ with lm integrated chemistry system and an alternate dimension® exl¿ 200 integrated chemistry system. The reprocessed result from an alternate system was issued on the corrected report. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) result.

Manufacturer narrative:
Additional information (08-sep-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer. Hsc evaluated the information provided by the customer, concluding the cause of the event is consistent with poor sample quality and is sample specific. Quality control recovered within the customer's expected ranges. Repeat of the same sample yielded expected results. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00184 was filed on 29-aug-2023.